Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed hand prime using anew lab reservoir and found occluded at quick release connection needle site. Analysis was unable to confirm if the customer received the infusion set occluded due to customer returned the infusion set opened and used. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a complete set change. The infusion set will be returned for analysis.